Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with complaints of weakness, fatigue and suspected gastrointestinal (gi) bleeding as evidenced by bright red blood per rectum (brbpr) that began on (B)(6) 2018. At the time of the event, the patient¿s anticoagulation regimen included warfarin. The customer reported that the source of the bleeding was lower gi, likely from arteriovenous malformations (avms). Information was also provided indicating that the patient had a history of gi bleeding prior to implant. Options were discussed with the patient who wanted to take time to consider a repeat colonoscopy. Serial hemoglobin and hematocrit were obtained with the lowest hemoglobin being 7.9 g/dl and hematocrit 25.5 percent on (B)(6) 2018. The patient had no further episodes of brbpr and denied both orthopnea and paroxysmal nocturnal dyspnea (pnd). The event ultimately resolved by (B)(6) 2018, and the patient was discharged with plans for long-acting octreotide and additional follow-up. No additional information was provided.